Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the ventricular lead exhibited high pacing impedance, an increase in capture thresholds and a decrease in sensing. It was noted that the patient had a history of flipping the device in the pocket. No patient symptoms were reported. The physician elected to take no action at this time as the patient does not use the right ventricular lead. The patient would continue to be monitored.